Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found; however, blood was noted in the helix mechanism on visual inspection.

Event description:
It was reported the lead was attempted but not used due to a non-operational helix. No patient complications were reported as a result of this issue.